Event description:
Legal case: (B)(4). As reported via legal documentation the patient had a right knee replacement on (B)(6) 2016. Approximately 6 years and 4 years after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: loosening of prosthesis of total right knee replacement. The patellar button was found to be intact but with some surface wear. The femur - could easily tamp off the femoral component which was noted to have completely debonded from its cement mantle. There was noted to be aori type I bone loss, mild osteolysis affecting both medial and lateral condyles. The tibia - tibial component was found to be loose. Bony inventory after removal cement of the tibia revealed type I bone loss. The patient was transferred to the recovery room in stable condition. Unable to locate surgeon/patient/serial number in ebi. No serial numbers available. Historical record and smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement. Approximately 6 years and 4 years after the initial procedure the patient had a right knee revision. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.